Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim x; product ID 97800 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that both devices were removed on (B)(6) due to they were not working. Patient reported never feeling any relief in their symptoms. Patient did not provide more details about that situation. Patient reported unspecified symptoms. Patient was removed from the program due to both devices were explanted.

Manufacturer narrative:
Continuation of d10: product ID 97800, lot# serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They stated that patient was having discomfort at the battery location and wanted to remove it. They also said the therapy was not helping their urinary symptoms. There was no battery depletion. The cause of the issue was not determined. The ins was removed and nothing was sent back.